Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent hysterectomy for benign indications by means of transvaginal natural orifice transluminal endoscopic surgery (vnotes) versus laparoscopic-assisted vaginal hysterectomy (lavh), using conventional and robotic assisted laparoscopy, between february 2015 and july 2024. It was noted that for both approaches, the conventional group utilized a ligasure or competitor device for dissection and hemostasis. There were 773 patients included in the study, 561 of whom were in the conventional groups. Complications included ureteral injuries, managed with laparoscopic repair, pelvic hematoma, managed with blood transfusion and empiric antibiotic therapy and re-operation for evacuation of blood clots and hemostasis.

Manufacturer narrative:
Redefining hysterectomy: robotic versus conventional approaches in transvaginal natural orifice transluminal endoscopic surgery and laparoscopically-assisted vaginal hysterectomy / jie-chin lim, lan-yan yang, wei-li lin, yu-ying su, yi-ting huang, cindy hsuan weng, kai-yun wu, chin-jung wang / journal of the formosan medical association medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.